Event description:
Reported as "anterior slips, obstruction removed 10 cm band to put in bigger one."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted surgical-like damage to the ring and belt of the band, as well as damage to the band tubing. We believe all of the damage was likely caused during surgery to remove the device, as the physician stated he did not feel there was any problem with the device. Band slippage and obstruction are surgical/physiological complications, and analysis of the device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and obstruction as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."